Event description:
Kangaroo feeding bag tubing disconnected inside the pump cassette. The pump is working ok. This issue is with the feeding bag and tubing. Feeding bag, tubing and package label are sequestered and were returned mailed on fedex trk# [redacted]. Manufacturer response for kangaroo feeding bag tubing, kangaroo feeding bag tubing (per site reporter). Emailed rep [redacted] and returned product.